Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. For this reason, terumo references (B)(4).

Event description:
The user facility reported to terumo cardiovascular that during cardiopulmonary bypass, the pco2 was high on blood gas, venous and arterial. A gas sweep of 14 liters per minute was performed to obtain a pco2 of 55 mmhg at patient normothermia. *no known impact or consequences to patient. *product was not changed out. *unknown if surgery was completed successfully.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations. The sample was not returned for evaluation; therefore, thorough investigation could not be performed and definitive root cause can not be determined. Possible causes of the event include a co2 gas sweep in the operative field and blood containing the gas dissolved in it was being suctioned leading to a high pvco2 or a gas leak that hindered an adequate gas flow rate. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.